Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump housing was damaged resulting in pump being unable to be reliably charged. The customer will continue to use pump for insulin therapy. There was no reported adverse effect to the customer's blood glucose level.